Manufacturer narrative:
Additional information: h6 (replace b17 to b03, c20 to c19, d15 to d14), h11. H11: three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified on the companion samples. The devices were determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor completed the infusion within 34-36 hours; however, the expected therapy time was 46 hours. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with 4000 mg fluorouracil (5-fu) and the diluent dextrose 5% in water (d5w) having a total volume of 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured october 3-4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.